Event description:
Related manufacturer reference number:3006705815-2022-16365. It was reported that the patient lead insertion site was not healing properly. In turn, the patient had a washout procedure and cultures for infection came back negative. X-rays revealed that the leads were not sitting right and had moved. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the wound is healing. Issue has been resolved.